Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgeon unintentionally nicked the patient's artery and converted to traditional open surgery to repair the artery.

Manufacturer narrative:
The isi representative present for the procedure stated that the injury occurred approximately 15 minutes into the case. The surgeon stated there were a lot of fibroids and a hidden artery that was inadvertently nicked. The surgeon converted the procedure to traditional open techniques to repair the nicked artery. Attempts have been made to contact the surgeon and request additional information regarding this procedure and the patient's current condition, however as of the date of this report no further information has been received. The system logs for the site with a procedure date of (B)(6) 2013 have been reviewed and no system errors were found to have occurred during the reported surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci si surgical procedure, the patient's artery was inadvertently nicked and the surgeon decided to convert the da vinci hysterectomy procedure to open procedure to repair the artery.